Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign object inside the nozzle, scratches on the tip body and tip cover, and the adhesive joint of the illumination lens had peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely for the foreign object found inside the nozzle, the cause could not be established and for the other reportable findings the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.